Manufacturer narrative:
Only the customer's meter was returned for investigation as the customer had used all of the test strips. The meter was tested with roche level 2 qc solution and the results were acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs mete serial number (B)(4). At 1:06 p, the meter result was 6.2 inr. At 2:00 pm, the laboratory result using an unknown reagent was 3.2 inr which was believed. The patient's coumadin dose was held for one day and reduced by half a dose the second day. The therapeutic range was 2.0-3.0 inr and the customer tests every two weeks.